Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/22/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/03/2015 with the following findings: the black box history showed that cs 087 call service alarms were recorded on 03/29/2015. During testing, the pump powered on to the ¿verify¿ screen with audio tones and vibrations functional. The pump performed the ezprime steps with no cs alarms occurring. Pump exercised for 24 hours on a 1 unit per hour basal rate with no cs alarms occurring. The pump case was removed and no damage was observed to the pcb or pu39 component. No evidence of intermittent conditions observed. The returned battery cap was used to complete the investigation. Investigators were unable to duplicate cs 069 call service alarm issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.